Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A product recall has been initiated by the MFR and the reported product issue is being investigated by the MFR via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred from the crit-line blood chamber. The leak was visually observed to be an external leak. Test strips were not used to confirm the leak. Estimated blood loss was no more than 2 cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Companion samples are available for manufacturing evaluation and has been requested.